Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: infusion rate inaccuracy on pump.

Manufacturer narrative:
This report has been identified as b. Braun mecical inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Volumetrics of 100ml/hr and 10ml tested in spec at 9.96ml or 99% of expected accuracy. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.